Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found air entering the buffer chamber from the bottom of the ratio pump. He replaced the ratio pump to resolve the issue.

Event description:
The dxc 600p generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or ca (calcium) results for 2 patient samples. Results for 1 patient were reported out of the laboratory. The samples were repeated on another dxc. The reported results were amended. The physician had ordered a redraw on the patient, but treatment was not affected.

Manufacturer narrative:
(B)(4).